Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during use of a bio-console 560 instrument it was reported that a pressure line was inserted into the pressure port on the back side of the main unit, but the pressure could not be measured. The customer also noted that the battery indicator and battery power were not running, even if the power cord was plugged in all the way, the last one to fill (green light) would not be displayed. The instrument was used to complete the procedure. There was no patient impact associated with this event. Additional information provided to medtronic confirmed that there were no error messages, no known damage to the instrument, no visual, audible, or performance abnormalities and no visible air in the tubing. The customer stated that use of the instrument was continued until the limit of the circuits and artificial lungs were reached (the period is unknown). There was no issue detected with the pump and the hand crank was not required at any stage during the procedure. Medtronic received additional information stating that "p1" measurement was strange, so it was replaced with "p2". Measurement was possible without any problems with "p2". Medtronic received additional information stating that the batteries had been replaced in (B)(6) 2022. The customer stated that battery power lasted for several minutes. The customer stated that whether the displayed battery alarms were working appropriately is unknown. Battery power was required while using the instrument as the outlet was removed due to transfer.

Manufacturer narrative:
Conclusion: complaint confirmed for the reported battery and pressure issues during service. Additional discussion with the medtronic service team that when the battery test that is performed during the preventative maintenance process passes, then the device is acceptable for use. There is no requirement that the last indicator light must be lit in order to pass the test. Because rebooting the machine resolves the concern with the last indicator light, there are no concerns about the proper function of the device and it can be used for normal use. There were no patient/clinical safety issues reported. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the reported event was confirmed. The device associated with this report is an ¿integrated device¿, meaning an oxygenator is packaged with a cardiotomy venous reservoir (cvr). During visual inspection of the returned oxygenator a crack was not observed but a crack was seen on the integrated cvr that was returned during visual inspection. The complaint is considered confirmed as a result. This type of damage is typically associated with a significant physical shock encountered during shipping and/or handling. Throughout the assembly process each device is visually inspected, manufacturing controls are in place to ensure that product meets specification prior to the release from the manufacturing facility. Within medtronic control, no damage reports were received through sterilization or distribution centers. The DHR for the device was reviewed and did not identify any anomalies or deviations in the manufacturing process which would cause or contribute to the reported event. Trends for issues with this device are monitored. Correction expiration date, lot number and device manufacturing date: these fields have been corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.